Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 6 years old. The owner's manual part number 1114836 rev d (dec-03) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's daughter called stating that while she was turning the crank on the bed the headboard allegedly fell off the bed. The consumer was in the bed at the time, but was not injured. Invacare gave the daughter information on 2 service centers for the repairs. Follow-up contact with the daughter revealed that a service center had visited the consumer's home and reattached the headboard into the correct slots and it seems to be working fine now.

Event description:
End user's daughter states " when turning the crank the headboard fell off the end of bed. Also stated mother was in the bed but was not injured." No injury alleged.